Event description:
Product problem: high jacket retraction force. The jacket broke during jacket retraction. The physician experienced high jacket retraction force. While unjacketing the device, the jacket broke. The device was successfully removed from the pt and a second device was used.